Event description:
It was reported the unit burned. Visual inspection of the unit revealed that the lead wire had broken at the terminal near the thermostat, allowing a spark to contact the fabric foundation and causing a 1/4" burn. There was insufficient information regarding the use and handling of this unit to determine the cause of this incident.